Manufacturer narrative:
The reported event of break/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body where all internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced a traumatic incident resulting in the lead being broken. During a follow up appointment high impedance was observed on the lead and the patient experienced ineffective therapy post trauma. The lead and anchor was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.